Event description:
It was reported the pt experienced increasing lower back pain with myospasticity. A contrast study was done. The catheter tip was found to be sheared at the supraspinous ligament. The pt underwent surgical revision. The drug used in the pump was fentanyl 2000 mcg/ml at a dose of 600 mcg/day. The pt recovered without sequela.